Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome and high capture threshold. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. After it was cleaned, the helix was able to extend and retract by when torque was directly applied to the connector pin. The full helix extension length was measured within specification. The reported event of high capture threshold was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-21156 . It was reported that the patient presented for follow up with the high capture threshold exhibited right ventricular lead. A subsequent chest x-ray revealed that the lead was dislodged. Right atrial lead dislodgement was also noted, and twiddler's syndrome was suspected. Both leads were explanted and replaced. The patient was stable.